Event description:
The pump was returned for electrical hardware failure (12v). Upon return, the device was attached to a bracket and powered on. A yellow pump problem alarm was observed. Log files were reviewed and multiple battery failures were present. Both battery cycle counts exceed 140 cycles. The device was opened to inspect for internal damage. Four of the screw mounts for the main pcba on the front housing are damaged. The installed batteries were swapped out with a pair used for testing purposes. The device powered on and no alarms or errors occurred. Battery pack and front housing will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "pump problem red alarm no patient harm or infusion stoppage reported." A preliminary review identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.